Event description:
It was reported that during the first pump refill following system implant, the pump's actual residual volume was greater than the expected residual volume. The actual volume was approximately 32 mls, the expected volume was unknown. The patient experienced night sweats 'fairly recently.' It was noted that initially following implant, the patient had good therapeutic effect from the pump. Then the patient's relief 'plateaued' and was not getting any better. The hcp advised the patient to take oral baclofen at night. The hcp (healthcare provider) that performed the refill initially removed the expected amount and reported air bubbles as well, but when she went to fill the pump she could only get in approximately 10 mls of drug. She then aspirated out another 20 mls or so and ended up refilling with approximately 20 mls of drug and turning the pump down to the lowest rate possible. The reporter believed that the implanting surgeon did not check for patency by aspirating from the cap (catheter access port) after attaching the catheter to the pump during implant surgery. On (B)(6) 2012, a x-ray was taken and revealed the catheter was dislodged, so it was known that the catheter needed to be revised. A revision surgery was planned to occur (B)(6) 2012. The catheter tip was located at the level where the catheter was inserted into the intrathecal space: l4 or l5. There was nothing unusual in the logs when the pump was interrogated. It was noted the patient lifted weights and worked out regularly and aggressively; the reporter suspected this may be a cause/contributing factor to the catheter dislodgement. It was later reported that at the time of the pump refill on (B)(6) 2012, the lioresal dose was 260 mcg/day and delivered in simple continuous mode. The physician indicated that she expected approximately 8-10 mls to be remaining in the pump. The physician believed she removed approximately 30 mls from the pump, but the actual amount was unknown and remained somewhat unclear to the reporter. After the physician removed the first 8-10 mls of lioresal, she saw a surge of air bubbles. The physician then removed the syringe and began refilling the pump with 40 mls of lioresal 2000 mcg/ml. During this step, she experienced the pump being locked up after attempting to push in the new drug. She called the implanting neurosurgeon's pa (physician assistant) who instructed her to remove all of the drug she had pushed in because it seemed like the pump had locked up due to air getting into the tubing/pump reservoir. The physician then withdrew an additional 20+ mls of drug from the pump. The physician went through the pump logs to see if the pump had documented any motor stalls or anything out of norm. The logs showed no motor stalls or alarm warnings. The physician then scheduled a catheter dye study along with a rotor study. The pa instructed her to first take pump and catheter x-rays. The x-rays showed the spinal catheter was no longer intrathecal and was wound up in the fascia around the l4-5 region in the patient's lower back. Since this would require a surgical intervention, the physician cancelled the dye/rotor study and planned to replace the catheter on (B)(6) 2012 and test the pump during surgery to see if it was working. During surgery, the physician replaced the catheter and programmed the pump to perform 2 minimum boluses over a 4-5 minute period. The pump was observed, and dripping of lioresal out the catheter port was noted. The physician was completely satisfied with the performance of the pump, and based on the fact that the pump had not experienced any stalls or alarm, the physician saw no need to replace the existing pump. Following surgery, the pump dose was programmed to 200 mcg/day simple continuous. The patient was admitted to the hospital for observation after the catheter surgery. The patient was then discharged home on (B)(6) 2012. The cause of the volume discrepancy on (B)(6) 2012 remained unclear. The patient would be followed by the physicians. The pump delivered lioresal.

Manufacturer narrative:
Add'l device: 8731sc, serial# (B)(4), implanted: (B)(6) 2012, explanted: unknown. (B)(4).